Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented for a generator replacement. Upon review, it was noted that the implantable cardioverter defibrillator exhibited failure to interrogate. A remote transmission on (B)(6) 2022 showed that the device had triggered battery performance alert on (B)(6) 2022 and elective replacement indicator alert on (B)(6) 2022. The device was explanted and replaced. Patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.